Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had massive bleeding. The bleeding site was unknown. The patient was readmitted due to bleeding from (B)(6) 2020. Upper and lower endoscopy was performed. Blood was transfused with a packed red blood cell of 4 units or more and less than 8 units. Anticoagulant treatment was performed at the time of event with warfarin and aspirin. Laboratory test values included: international normalized ratio (inr) was 2.3, activated partial thromboplastin time (aptt) 35 seconds, platelet thrombocyte count (plt) 169,000 / ml. The cause of bleeding was unknown. The relationship between bleeding and this product was also unknown.